Event description:
My daughter uses the dexcom cgm. We have used dexcom for years and have not had a problem. For the past few months, every time we apply the sensor, she ends up with a horrible rash where the adhesive was on her skin. The rash is leaky and resembles a chemical burn. Due to this issue, she is not able to wear the cgm. This is having a negative impact on her blood sugar numbers. FDA safety report ID # (B)(4).